Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm but they receive request to rewind the insulin pump and able to rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis

Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: patient received a series of pump errors 41 and 43 alarms. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 43 or 41 alarms noted during rewind or during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 43 alarm was found on 08/08/2021 at 16:10:12 hour and on 08/08/2021 pump error 41 at 16:10:12 hour was recorded in download history file and in adapt tool. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. No moisture damage noted on motor assemblies or electronic assemblies noted during visual inspection. No physical damage noted during visual inspection. In conclusion pump error alarm 43 and 41 were confirm in download history file. Motor may have had an intermittent failure not detected during our testing. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.